Manufacturer narrative:
G4: 14sep2020. B4: 15sep2020. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the main board printed circuit board assembly(pcba) needed to be replaced to return the device to working condition. The fse was dispatched to the customer site. The reported issue was confirmed and traced to a faulty main board(pcba). Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
It was reported to philips that the device's display was not functioning and had a total white appearance. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed that there was no adverse patient impact.